Event description:
Healthcare professional reported left side textured to smooth due to the concerns of the product. Healthcare professional additionally reported "gross rupture." Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ anxiety-product/procedure: unable to observe as it is not related to the device. ¿ rupture: one opening observed on posterior side assessed as fold flow opening. Additional observations: ¿ creases were observed. ¿ wear abrasion observed. No further actions are required as no manufacturing issues are observed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation:rupture.

Event description:
Healthcare professional reported left side textured to smooth due to the concerns of the product. Healthcare professional additionally reported "gross rupture." Device has been explanted.